Manufacturer narrative:
It was reported that the ventilator generated a technical error codes indicating a disabled valves error and control system error. Identification of issue has been done by analyzing problem description, device's logs and service report. Based on evaluation of the device's logs technical errors occurred on 1st december, 2022. The issue was decided to be reported as occurrence of aforementioned technical errors may lead to stop of ventilation. There was no patient harm. No parts have been replaced to resolve these issues since they were not reproduced by field service engineer. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a disabled valves error. There was no patient harm. Manufacturer's ref. #: (B)(4).